Event description:
It was reported that during a procedure of the left main to the mildly calcified circumflex artery, the xience v stent delivery system (sds) was being advanced through a deployed stent without resistance, however, it was noted that the stent dislodged off the balloon. The stent implant landed distal to the sds balloon. The sds balloon was removed and a different balloon catheter was used to deploy the stent inside the previously placed stent; not the intended lesion site. There was a reported clinically significant delay of 17 minutes in the procedure and fluoroscopy time was 70 minutes due to the device issue. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience nano stent delivery system (sds) noted blood on the shaft and contrast in the inflation lumen and in the balloon. This is consistent with preparation and handling. The distal end of the balloon was bunched and there was a bend and a kink in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the stent implant was dislodged from the balloon and not returned. However, there were crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was loosely folded, which would be expected after the dislodgment. In this case, there was no report of any damage observed to the sds or the stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced. Potential factors that can effect stent dislodgement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. There was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the experienced difficulty. In this case, the stent likely interacted with the mildly tortuous anatomy and/or previously implanted stent during advancement/retraction such that the stent became disrupted on the balloon and dislodged into the vessel. A review of the device lot history record did not reveal any associated nonconforming material records that would have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All stent delivery systems are visually inspected for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force.